Event description:
The pt's spouse called to report that the pt used the suspect device to test pt's blood glucose. Pt injected a bolus of insulin via an insulin pump due to a high result on the suspect device. Pt could not recall the test value that prompted the bolus of insulin. Pt later became incoherent and spouse used the suspect device to test pt's blood glucose and spouse obtained a result of 285mg/dl. Spouse called the paramedics who came and used their meter to test pt's blood glucose, which read 43mg/dl. Pt was treated at the scene and not transported to the hosp. Glucose control solutions were not used to test the accuracy of the suspect device system. The test strips used at the time of the incident had been stored removed from their original capped vial and kept in a bag. The suspect device was replaced with new product and authorized for return to the MFR for eval.